Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress) issue. It was noted that there was moisture and corrosion in the battery compartment and the pump stopped working. It was not indicated as to whether or not there was damage to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the black box and history were unable to be downloaded due to a ¿run time error 9.¿ the battery compartment was found to be cracked from the grip down to the seal. There was no damage found to the battery cap; the cap secured tightly to the pump and maintained an electrical connection. The pump was opened; moisture corrosion was found to the pcb and on the keypad flex/connector. There were no intermittent conditions found to the power circuit. The remaining steps were unable to be performed due to moisture in the pump. Unrelated to the complaint, the up and down arrow keypad buttons were found to be completely unresponsive. The keypad cover was removed; there was no moisture, corrosion or contamination was found to the button key contacts. Also unrelated to the complaint, the text on the display screen was found to be dim and faded.